Event description:
Saline lock started on pt. The nurse was attaching IV catheter extension and flushing with sterile saline, when blood was noticed leaking from extension tubing onto pt's skin. Upon investigation, extension set noted to be leaking at proximal luer lock tip, where tubing enters hard plastic end. Another extension set retrieved and it was noted to be leaking at the same point.